Event description:
It was reported that this recently implanted left ventricular (lv) lead was exhibiting loss of capture and this was resolved with reprogramming. This lead remains in service. No adverse patient effects were reported.